Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument knife head was ruptured. No fragment fell into the patient. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 8mm harmonic ace instrument. Image review: a review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image was consistent with the alleged complaint. The image shown a broken off/detached fragment from a portion of the device that enters the patient (distal end).